Event description:
It was reported that the customer experienced a blood glucose (bg) level of 84 mg/dl. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer acknowledged and continued using the pump for insulin therapy. Customer drank "2 bottles of coca cola" to address bg and called 911. Customer went to the emergency room and was treated with "dextron". Customer was discharged the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.